Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
Initially, it was reported that cartridge has damaged an intraocular lens (iol) during implantation for two patients and maybe both lenses may need to be explanted. The physician noted possible reduction in visual acuity and possible revision. Operation decision will made after follow up visit. The physician also noted that there was a 15 minute delay. Follow up information was received on december 19, 2016 stating that in both cases the damage is not in the center of the lens and the physician will not change the lenses. Additional information was received on january 12, 2017, stating that customer used three different cartridges and 3 different lenses. Scratch was observed near optic zone. The customer noted experiencing resistance when moving the lens forward during implantation. Customer provided 3 cartridge lot numbers, however could not confirm which specific cartridge was used with this lens. On february 7, 2017 it was further clarified that for this patient, two lenses were used and scratches were observed on both lenses. Only one of the two lenses was implanted into the patient's eye. This report will capture the lens that was used but not implanted. A separate report will capture information for the lens that was implanted. Furthermore, the customer confirmed that there was no patient issues. The physician and patient were satisfied. The physician noted that there was no need to remove the lens, as the scratch was not on the center of the lens and does not affect the patient's vision. This report will capture one patient and a separate MDR will be filed for the other patient.